Event description:
I have a CPAP machine that is in recall, philips respironics, dream station dsxhcp, I had been told to buy a filter for the CPAP and that it would take care of the problem until it could be replaced. I did and have been using the machine since. I began getting headaches and began getting dizzy. I contacted my doctor and he told me that it had nothing to do with anything that he could figure out. Than I received a letter from philips respironics that informed me that the "chemical exposure due to off-gassing include: headache/dizziness" among other effects. I immediately stopped using my CPAP. I continue to have headaches and dizziness. I don't know what "tests/laboratory data" this is referring to. FDA safety report ID#:(B)(4).